Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the physician requested information on removing a bravo capsule after it was placed. The issue was forwarded to the medical advisors who spoke with the doctor regarding options for removal per the literature. The physician states the patient will be taken to the procedure room to remove the capsule. There is no issue or problem reported, the patient is insisting the capsule be removed due to pain after capsule placement. The capsule was removed and disc hared without further issue. The patient refused a repeat procedure.